Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer also stated that they had the insulin pump in their shorts when playing basketball. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the insulin pump. The device also was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked belt clip slot.